Manufacturer narrative:
Correction: the patient did not have an infection as previously report. The MDR was filed in error. This report is filed march 30, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. The implanted device remains.

Manufacturer narrative:
Correction: the date of this report is (B)(6) 2015; not (B)(6) 2015 as previously reported. Correction: the date received by the manufacturer is (B)(6) 2015; not (B)(6) 2015 as previously reported. This report is filed november 11, 2015.